Event description:
There is a small bracket with a pole on it that is clamped on to the rail of the hamilton g5 ventilator that is used to hold the patient circuit. Very often when we get these ventilators in for service this bracket is loose and the pole with the circuit is leaning on the ventilator and no longer secured. This bracket clamp should have a lip on the under grasp to hold it in place better. This bracket does not properly secure to the rail.